Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction; urge incontinence it was reported that " patient (pt) said a little while back they had to have an MRI done and hey noticed the lead to their stimulator had to come and attached and they had major issues with that not being in working order. The patient was redirected to their healthcare provider to further address the issue. Pt said they had seen a doctor at first urology, dr who sent them to a doctor to put it in. Call disconnected, called pt back 2 call recordings, called patient back, no answer, left message to call pats if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID: 97800 (serial: (B)(6); product type: 0197-implantable neurostimulator; implant date: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.